Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, a pin in the trunk cable connector was bent and the belt was unable to securely connect to a monitor. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged belt.